Event description:
It was reported that a crack and leakage were observed at the connection point between the filter and support plate of a prismaflex st 150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that set support plate was broken. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.